Event description:
On (B)(6), 2010, the patient replaced a transfer set for the peritoneal dialysis (pd) treatment. However, on (B)(6), it was noted that there were several cracks on the light blue main body and the liquid could not be stopped even after closing the clamp. The tubing was used for one month. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.